Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was admitted to the hospital due to a blood glucose level over 600 mg/dl. Blood glucose level at the time of admission was above 380 mg/dl. Customer's mother reported performing two set changes, but the customer's blood glucose level remained high. The customer was taken off of the insulin pump after being admitted to the hospital. Troubleshooting did not show any malfunction of the insulin pump. Blood glucose level at the time of the call was 168 mg/dl. The customer's mother will not return the insulin pump for analysis and it will not be replaced.